Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced two events of infusion set tubing was leaking at the site on (B)(6) 2025. The infusion set was in use for one -two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) MDR 3003442380-2025-09641. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2311093. The batch 6008792, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008792 was manufactured according to the work instruction (wi) version 116 and manufactured in the line inset 8 on 22/aug/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4h03170 was manufactured according to the wi version 07 manufactured in the machine itl01, on 21/aug/2024, with a total of (B)(4) units. The lot 4h02734 was manufactured according to the wi version 07 manufactured in the machine itl;01, on 22/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.